Manufacturer narrative:
The reported event was addressed with phone support. The customer reseated the instrument and continued as planned with no further issues. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause is attributed to improper customer setup. Based on tse notes, the system issue was due to improperly seated instrument.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, universal surgical manipulator (usm) 4 had retracted on its own suddenly. The customer stated that the instrument popped off the sterile adapter and the usm 4 carriage retracted taking the instrument out of the patient. No one was touching the usm at the time of the issue. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found errors indicating missing sensors on the usm 4 sterile adapter. The customer reseated usm 4 and continued the case. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed that the issue occurred when the surgeon was operating instruments with their head in the surgeon side console viewer. The customer stated that there was no shakiness or friction experienced. The customer confirmed that the issue occurred one time only, the instrument arm drape was not available for return.